Event description:
The patient reported that the needle came out and that the adhesive pad partially came out on (B)(6) 2021. The patient wears the v-go on her legs, abdomen and arms. The patient stated she makes a good selection and preparation of the infusion site, according to guidelines. The patient mentioned that this situation happened approximately with 5 v-go's.